Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level described as "high"; cause was not known. A manual injection was administered, a correction bolus delivered via the pump, and a supply change was performed to address elevated bg. A system and supply check was performed and it was identified that the customer was using cartridges off-label.